Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the physician (B)(6) experienced difficulty implanting the leads due to the patient's anatomy and the length of the devices. During the placement attempt for the second lead, the physician noted a small tear in the finger of his glove. The procedure was aborted as the physician did not want to risk infection due to the breach. The patient will reportedly be rescheduled for lead implantation.